Manufacturer narrative:
Qc is run once per day and was within acceptable ranges. A field service engineer (fse) was dispatched: the fse reran the specimen on this and on a different instrument and obtained similar plt results. The manual smear was also verified which recovered as the customer's result. Bci states that the instrument algorithm performed as designed. The fse found no hardware malfunction with the dxh 800 instrument. Giant platelets were seen on the manual smear. Per bci labeling, giant platelets maybe a known interfering substance/limitation. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter regarding a falsely low platelet (plt) result generated by the unicel dxh 800 coulter cellular analysis system. Plt result of 113x10^3 cells/ul was reported out of the lab and questioned by the physician. The lab performed a manual plt count and reported a corrected plt result of 210x10^3 cells/ul. The effect to patient is unknown. Information was requested but not provided.